Event description:
Reportable based on analysis completed on (B)(6)-2012. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. The target lesion was located in the severely calcified left circumflex artery. The 2.25 x 32mm taxus liberte mr stent delivery system was advanced to the lesion, but was unable to cross. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: device analysis determined that the condition of the returned device was consistent with the complaint incident. A visual and microscopic examination identified proximal and distal stent damage. Stent struts on proximal row 1 were flared. Distal rows 1 to 3 were also flared and misaligned. No kinks or damage were noticed along the shaft of the device. Solidified blood was identified within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user/use error. (B)(4).